Event description:
(B)(4). Abdominal bloating, hardness of abdomen, brain fog, hair loss, dry skin, ringing in both ears, breakouts, terrible bleeding during periods, weight gain, allergy flare ups, chronic fatigue syndrome, fibromyalgia, tooth sensitivity, liver biopsy for high liver enzymes, no sex drive, painful intercourse, insomnia.

Event description:
(B)(4). Easy bruising, floaters in vision, eye discharge and dry eyes, difficulty swallowing at times.